Manufacturer narrative:
Corrected: there is a possible temporal association between the liberty cycler/ the liberty cycler set and this reportedly (per the pd nurse) continuing klebsiella pneumoniae peritonitis. The pt. Admittedly was noncompliant with ccpd treatments for unknown period of time prior to the initial diagnosis of peritonitis (on (B)(6) 2017) requiring inpatient hospitalization. Based on the information currently available in the complaint file, the etiology/causality of the initial peritonitis event (on (B)(6) 2017) cannot be fully determined. The second peritonitis event was identified on (B)(6) 2017 (outpatient) as a continuation (potential causality) of the first peritonitis episode. However, there are no reported allegations against liberty cycler/ the liberty cycler set that indicates a potential causal relationship to the peritonitis infection.

Event description:
Medical records were received and reviewed. On (B)(6) 2017, this (B)(6) male patient with end stage renal disease on continuous cyclic peritoneal dialysis therapy was experiencing abdominal pain and was subsequently sent to the hospital from his primary care physician¿s office and admitted inpatient on (B)(6) 2017 for peritonitis. It was noted the patientkompn admittedly was non-compliant with dialysis treatments. During hospital course, an effluent culture was obtained indicating a white blood cell (wbc) count of 940 (no organism identified) and the patient was subsequently treated with the antibiotic vancomycin intravenously. Additionally, the patient was medically determined to be uremic/ metabolic acidosis due to under dialysis from noncompliance and subsequently received around the clock dialysis treatments via the hospital cycler. Furthermore, it was also noted the patient¿s hemoglobin was 8.6 which required treatment with procrit. The patient discharged from the hospital on (B)(6) 2017 and was continued on vancomycin 1.6 grams intra-peritoneal in the outpatient dialysis clinic.approximately 1 month after hospital discharge, on (B)(6) 2017, the patient was seen in the outpatient clinic for abdominal pain with notable cloudy effluent and was subsequently diagnosed with klebsiella pneumoniae peritonitis. The patient was reportedly treated out patient with one dose vancomycin 2g intraperitoneal and 3 doses of gentamycin intraperitoneal (63 milligrams (mg) (B)(6) 2017 & (B)(6) 2017; 62 mg (B)(6) 2017). The nurse also noted, the patient stated he performed dialysis treatment on the liberty cycler on (B)(6) 2017. According to the nurse, the patient did not fully recover from the peritonitis event that developed on (B)(6) 2017 and the patient¿s symptoms (abdominal pain/ cloudy effluent) returned prior to the completion of treatment. The nurse stated the patient¿s subsequent peritonitis event on (B)(6) 2017 was a continuation of the (B)(6) 2017 peritonitis infection (reportedly with the same bacteria) and was reportedly treated on an outpatient basis.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. A follow up MDR will be submitted upon completion of a clinical evaluation.

Event description:
A peritoneal dialysis patient reported that they had peritonitis. Additional information has been requested, but not received.